Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with the patient implant experience. Refer to initial medical device report for impella cp serial number (B)(6) with date of event 08-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported a patient with an acute myocardial infarction was escalated to an impella 5.5 from an impella cp and during impella 5.5 support the patient experienced an ischemic cerebral vascular accident (cva) with a demised outcome. The patient had chest pain for one week, was taken to the emergency department, and diagnosed with st-segment elevation myocardial infarction. The patient was transported for an emergent percutaneous coronary intervention (pci). One drug-eluting stent (des) was placed in the right coronary artery (rca), and the patient decompensated leading to cardiac arrest. In between resuscitation attempts, the decision was made to implant the impella cp. Once on mcs, the patient stabilized. The pci continued with a second des to the rca and two des to the left circumflex artery. The impella cp site was dressed with minimal oozing and no hematoma present. The patient continued on impella support and was prepped for airevac to an outside hospital. A couple of hours later, however, a "large" hematoma around the impella access site was noted. Heparin rate was reduced to manage the condition, and the site was monitored. Following, approximately five days later, the patient was escalated to an impella 5.5. The patient was continued on impella and extracorporeal membrane oxygenation supports. Three days after start of impella 5.5 support, a computed tomography scan was completed and revealed an ischemic cva. An angiogram confirmed a right common carotid occlusion of unknown age. The patient experienced a neuro status decompensation as a result of the cva and care was withdrawn. The patient subsequently passed away. A cause for the cva is unknown; the nurse reported the hospital will perform an autopsy to help determine the cva cause.

Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva) has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-25858 and were added.